Event description:
A pt reported experiencing inaccurate erratic results with a otu meter. The pt's blood glucose results were 91mg/dl, 176mg/dl. Tests were done within <10 mins with a difference of 56%. Pt did not experience any adverse events. No further info has been reported. Note-customer used separate fingersticks.